Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation - a cause for the obstructed channel could not be established.

Event description:
A user facility returned the olympus, model gf-ue160-al5, ultrasonic gastrovideoscope to olympus for repair due to a report of "the picture would not clear off for the doctor. Blockage in the scope." Upon inspection and testing of the returned device, it was determined that insufficient or incorrect reprocessing of the scope had been performed as evidenced by a clogged insertion tube. This report is submitted for the malfunction of insufficient or incorrect reprocessing of the scope. There was no patient injury or infection, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation determined there was no water flow in the channel insertion tube side due to a clogged channel. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.